Event description:
It was reported that duiring a coronary stent procedure in a heavily calcified pre-dilated lesion, the balloon ruptured on the first inflation. No patient injuries or complications occurred.